Event description:
The bathlift was used by the customer in the tub. As the bathlift was lowering by depressing the down button on the hand control, the unit stopped and failed to operate further. The customer was able to get out of the tub and no injuries were reported as a result of the failure. The handset has currently been recalled.